Manufacturer narrative:
Taper ii. Medwatch sent to the FDA on 11/16/2016. Further information has been requested of the initial reporter regarding: implant date, explant date, patient information, diagnostic testing, and device serial number. To date, no additional information has been received by apollo. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. Yellow discoloration was observed on the outer surface of the port base and port tubing. Visual inspection noted scratches on the access port housing and base. A port leak test was performed and no leakage was observed. A fill inspection test was performed and no blockage or resistance to flow was observed. Under microscopic analysis, wear was observed on the port tubing. Striations were observed on the end of the band tubing. Device labeling addresses the reported event of leak and pain as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have "pain implant site + leak." Device removed and replaced.